Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the impedance range for this lead and stated this could be normal operation or possible fractured proximal conductor. The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system exhibited a pacing impedance greater than 2000 ohms on the left ventricular (lv) channel in lv tip to lv ring configuration. Better impedance and threshold measurements were noted in lv tip to right ventricular (rv) ring configuration. No adverse patient effects were reported.